Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of compliant: czech republic needle detached from the needle.

Manufacturer narrative:
Samples received: 51 unopened pouches. Analysis and results: there is one previous complaint of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 51 closed samples. We have tested the needle attachment of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.